Event description:
It was reported that during trauma surgery, while inserting the retrograde nail, the surgeons came upon some difficulties with the proximal end of the nail; namely with the threading and the metail nail jig attachment. Initial entry was made through the base of the knee with the threaded guide pin after which the canal was reamed up to 13mm to facilitate an 11.5mm nail. The ruler was then used to measure the length of of the nail needed and the decision was made to use an 11.5mm x 42mm nail. Next, the meta-nail attachment was secured to the sterile nail for insertion. Upon entry into the canal complaints were made about the meta nail attachment becoming loose while trying to pass the nail which ultimately resulted in the bolt detaching and failing out whereafter the nail was essentially mangled with a piece breaking off. Afterwards, intraoperative screening revealed a narrow intramedullary canal. Subsequently there were major difficulties in trying to remove the damaged nail. The team employed the use of the hospital¿s wire cutter which they have asked to be replaced, a vice grip, steinmann pins and large nibblers to no avail. The choice was ultimately made to resort to a osteotomy to impact the nail out which was successful in carrying out the removal. They then opted to insert 10mmx42mm nail after the removal of the damaged one. Additionally, after the team¿s investigation of the nails¿ packaging, it was realized that they were manufactured in (B)(6) and (B)(6) respectively which they have insisted is the reason for the difference in quality of the nails. A delay was reported, but is not known if it was significant.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that based on the information provided, a procedural variance/user error cannot be ruled as the likely cause of the reported failure. According to the report, the surgeon used a change in the surgical technique to complete the procedure. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to surgical technique used or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.